Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received emergency medical assistance due to high blood glucose on (B)(6) 2018 with blood glucose of 500 mg/dl at the time of the incident. The customer was given intravenous insulin to treat. The caller did not mention any symptoms. The customer was not wearing the insulin pump during the incident, as they forgot to put their pump back on after a shower. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as the caller stated the pump was working perfectly. The customer passed away on (B)(6) 2018 after being off the pump for over 2 weeks. The insulin pump will not be returned for analysis.